Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitazied. Treatment for the event was not reported. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: event date: jan2026. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.